Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ECG leadwire set cable assembly and a blood pressure measurement interface cable. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) ECG cable does not read values. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction, event site name: (B)(6) hospital.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) ECG cable does not read values. No one was harmed onsite.